Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes did not fill properly.

Manufacturer narrative:
Date received by manufacturer is corrected to 11/17/2016.